Manufacturer narrative:
The stent remains implanted in the patient and is not available for evaluation. The device identifiers were requested, but the reporter was unable to provide them. Hyphema and elevated iop are listed in the device labeling as known inherent risks of glaucoma stent surgery. (B)(4).

Event description:
The surgeon reported performing uneventful cataract surgery with implantation of the istent in the patient's right eye. Preoperatively, the patients iop was 14 mmhg and bcva was 20/40 in the operative eye. Postoperatively the patient had 2 episodes of transient blurred vision with spontaneous anterior chamber hemorrhage and iop elevation to 27 mmhg. The event did not require medical or surgical intervention. At the most recent visit on (B)(4) 2015, the patient's iop was 20 mmhg, near uncorrected vision was j2, and the patient was doing well. The patient was seen again on (B)(6) 2015 and he was doing fine, no further bleeding.